Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the incision over the pump opened up. The cause was unknown. The diagnostics/troubleshooting performed was noted to be ¿evaluation for infection, but unknown results¿. The actions/interventions taken to resolve the issue was pump and catheter explant. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.